Event description:
While performing bench service for the device, a bench technician identified that the speaker assembly connector was unplugged and crushed under the display assembly. There is no patient involvement. This report was generated pursuant to quality plan lc2236 - quality plan ¿ ecr als service record remediation.